Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. The patient removed the sensor due to pain during use (B)(6) 2025. Upon sensor removal, the patient observed a rash, redness, and pimples/bumps under the sensor patch. On that same day, they visited the urgent care clinic, where a healthcare provider evaluated the area, diagnosing the patient with a staph infection and prescribed an oral antibiotic medication (doxycycline 100 mg capsules, twice a day for five day) for the infection. On (B)(6) 2025, they returned to the urgent care where the physician performed a wound culture test and prescribed two different oral antibiotic medications (keflex 500 mg, three times per day for five days; and bioxin, dosage not specified). At the time of the follow up report, the spouse indicated that the acute phase of the infection had already diminished, but there were still minor bumps in the area, and the patient stopped using the dexcom following the infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available. No additional patient or event information is available.